Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, lead noise was observed. The noise led to false vf episodes. The patient received several atp and one inappropriate shock. Possible lead damage was suspected. The lead was capped and replaced. The patient condition is stable.